Event description:
User contacted sales department in 2008 and stated that the nac-1820mll (automatic cutting needle, magnum luer lock) used to perform biopsies on some patients had not obtained adequate core samples ) no specific event dates were given). The user stated that the pathology lab used by the user had contacted them twice in the past week and reported that samples obtained by the needles did not provide the lab with sufficient tissue to test. Therefore, the user had to call patients in to repeat the biopsies. No additional details about the patients were reported by the user.